Manufacturer narrative:
Open book and critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. Customer states the reservoir compartment was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.